Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the host pc was not booting up. Upon troubleshooting, the fse found the malfunction with host pc. The supplier's part analysis conclusively determined the cause of the host pc failure was due to psu dead. To resolve the issue, the fse replaced host pc and performed functional tests, after which the system was returned to use good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6), 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.